Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 731603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's medical history included back pain, multigravida and grand multiparity. Concurrent conditions included iron deficiency, vomiting, paresthesia and uti. Concomitant products included ciprofloxacin, hydrocodone bitartrate;paracetamol (norco), hydrocortisone, medroxyprogesterone acetate (provera) and phenazopyridine hydrochloride (pyridium). On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareuni/ dyspareunia/ dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), rash ("rashes or skin conditions/ skin change"), diplopia ("double vision"), vision blurred ("loss of focus/ cannot focus on one point for long"), abdominal pain ("abdominal pain/ pain in abdomen") and back pain ("back pain") and was found to have weight increased ("weight gain") and heart rate increased ("felt increased heart rate"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ heavy blood loss"), dysmenorrhoea ("extreme, debilitating menstrual pain/ dysmenorrhea"), abdominal pain lower ("cramping"), decreased appetite ("loss of appetite"), pain in extremity ("leg pain"), dizziness ("dizziness"), anxiety ("anxious"), depression ("depressed."), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("allergic/hypersensitivity reaction (blotches on back)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), blood loss anaemia ("anemia due to heavy blood loss") and malaise ("feeling ill/ very ill") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain lower, decreased appetite, pain in extremity, dizziness, anxiety, depression, the last episode of vaginal haemorrhage, rash macular, tooth disorder, fatigue, constipation, alopecia, hormone level abnormal, migraine, headache, nausea, allergy to metals, rash, diplopia, vision blurred, weight increased, blood loss anaemia, heart rate increased, abdominal pain, back pain and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, blood loss anaemia, constipation, decreased appetite, depression, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heart rate increased, hormone level abnormal, malaise, migraine, nausea, pain in extremity, pelvic pain, rash, rash macular, tooth disorder, vision blurred, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: these symptoms continued. Sought treatment on multiple, occasions for symptoms of extreme, debilitating menstrual pain, pelvic pain, cramping, and dyspareunia, among other symptoms. Essure insertion date discrepancy noted. As per pfs:(B)(6) 2010, per medical records: (B)(6) 2010 current weight: 140 lbs. 4 coils on r; 5 coils on l. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain, hair loss and skin rashes, anemia, headache, nausea, blurred vision, dizziness, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 731603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's medical history included back pain, multigravida and grand multiparity. Concurrent conditions included iron deficiency, vomiting, paresthesia and uti. Concomitant products included ciprofloxacin, hydrocodone bitartrate ;paracetamol (norco), hydrocortisone, medroxyprogesterone acetate (provera) and phenazopyridine hydrochloride (pyridium). On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia/ dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), fatigue ("fatigue"), constipation ("constipation"), alopecia ("hair loss"), rash ("rashes or skin conditions/ skin change"), diplopia ("double vision"), vision blurred ("loss of focus/ cannot focus on one point for long"), abdominal pain ("abdominal pain/ pain in abdomen") and back pain ("back pain") and was found to have weight increased ("weight gain") and heart rate increased ("felt increased heart rate"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)/ heavy blood loss"), dysmenorrhoea ("extreme, debilitating menstrual pain/ dysmenorrhea"), abdominal pain lower ("cramping"), decreased appetite ("loss of appetite"), pain in extremity ("leg pain"), dizziness ("dizziness"), anxiety ("anxious"), depression ("depressed."), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("allergic/ hypersensitivity reaction (blotches on back)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), blood loss anaemia ("anemia due to heavy blood loss") and malaise ("feeling ill/ very ill") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain lower, decreased appetite, pain in extremity, dizziness, anxiety, depression, the last episode of vaginal haemorrhage, rash macular, tooth disorder, fatigue, constipation, alopecia, hormone level abnormal, migraine, headache, nausea, allergy to metals, rash, diplopia, vision blurred, weight increased, blood loss anaemia, heart rate increased, abdominal pain, back pain and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, blood loss anaemia, constipation, decreased appetite, depression, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heart rate increased, hormone level abnormal, malaise, migraine, nausea, pain in extremity, pelvic pain, rash, rash macular, tooth disorder, vision blurred, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: these symptoms continued. Sought treatment on multiple, occasions for symptoms of extreme, debilitating menstrual pain, pelvic pain, cramping, and dyspareunia, among other symptoms. Essure insertion date discrepancy noted. As per pfs: (B)(6) 2010, per medical records: (B)(6) 2010. Current weight: (B)(6) lbs. 4 coils on r; 5 coils on l. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, weight gain, hair loss and skin rashes, anemia, headache, nausea, blurred vision, dizziness, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media; interventional was ticked for the event pelvic pain as surgery was reported. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.